Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating when on mpm application need reinstalled but unavailable error message appears on the screen. The device was in use at the time; however, there are no reports of user or patient impacts.